Event description:
The customer reported via phone call that the insulin pump had an unresponsive up arrow key, which she noticed while being outside. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, and missing end cap sticker.